Event description:
Pt reported an occlusion issue and went to the hospital as an emergency on an unknown date. Pt reported they had to empty their line and was transitioned to the solis pump at that time. Md is aware. Pt reports their overall mood is worse/has not been good in the last 90 days, and was recently prescribed unspecified antidepressants last tuesday. Pt also reports experiencing being tired/excessive tiredness and swelling in the ankle and feet. Unknown if md is aware. Pump serial numbers currently checked out: (B)(6), expiration unknown. If provided on the form, the product lot number and expiration were systematically retrieved from the dispensing system. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unspecified it pt was just seen in ER or if pt was admitted. Did the reported product fault occur while in use with pt? - yes; did the product issue cause or contribute to pt or clinical injury - no; is the actual device available for investigation? - unknown; did pharmacy replace device? - unknown; did the pt have a backup device they were able to switch to? - unknown; is the infusion life-sustaining? - yes; outcome? - unknown. Device codes: 3016; 2423. Patient code: 1849; 4577. Reference report# mw5182755.